Event description:
It was reported that the customer experienced a elevated blood glucose (bg) level of ¿high¿ on cgm. High bg cause was pump shutting down due to not being charged. Caller plugged pump into charger to address bg. The customer successfully resumed insulin deliveries.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.